Manufacturer narrative:
Investigation ongoing.

Event description:
It was reported that there was sparking and excessive heat coming from an in touch bed. There was patient involvement, however no adverse consequences were reported.